Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures error. The customer's blood glucose level was 310 mg/dl at the time of incident. The customer was not hospitalized due to high blood glucose and treated it with manual injection and drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The insulin pump failed the self test. The insulin pump will be returned for analysis.